Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was 545 mg/dl. The customer changed the infusion set site and a correction bolus was delivered to address the bg level. The customer was not receiving an occlusion alarm at the time tandem customer technical support (cts) was contacted. As the occlusion alarms had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusions.